Manufacturer narrative:
Pc-(B)(4). An empty opened foil, a needle/suture piece was returned for analysis. During the visual inspection of the sample, the swage and attachment area were as expected. Marks on the body needle appears to be by use of a surgical instrument could be observed. The suture piece present body fluids, also a damaged was observed near of end and the end was split appears to be by use of a surgical instrument. Marks were observed on the edge of the needle. In order to avoid this kind of damage the packages insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Also, the product code contains a suture that is absorbable, the sample was received opened and the time of exposure that has the suture in the environment could not be determined. The sample was tested by tensile strength and the result is above the minimum individual strength requirement. According the sample condition, the assignable cause of performance-damage product, suggest an improper handling of the sample.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent a cesarian section procedure on 12/25/2017 and suture was used. The surgeon reported that the suture breaks easily when tying knots. There were no adverse patient consequences.